Manufacturer narrative:
H6. Additional review determined c26891, c4786, c3333, and c50791 no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) of a clinical study indicated 800 patients were excluded from the study due to stroke and 377 patients were excluded due to dementia. Some of these patients may have met multiple exclusion criteria (e.g., they may have also been excluded because they did not have evidence of pd visits/pd medications for at least 4 of prior 5 years before dbs). It was also noted the hcp believed these events would have already been reported as part of ongoing clinical care, however device and patient specifics were not available to confirm this.

Manufacturer narrative:
Please note that this age is the average age of the patients reported in the article, as the actual age of patients involved was not provided. Please note that this is the gender of the majority of patients reported in the article as the actual genders of patients involved was not provided. Please note that this date is based off the date of publication of the article as the actual event date was not provided. Other relevant device(s) are: product ID: neu_ins_stimulator, serial/lot #: unknown; product ID: neu_unknown_lead, serial/lot #: unknown; product ID: neu_unknown_ext, serial/lot #: unknown. (B)(4). The reported events were from the following literature article and its accompanying supplemental material: stroupe kt, smith b, weaver fm, gonzalez b, huo z, cao l, ippolito d, follett ka. Healthcare utilization and costs for patients with parkinson¿s disease after deep brain stimulation. Movement disorders clinical practice 2019 doi: 10.1002/mdc3.12765. If information is provided in the future, a supplemental report will be issued.

Event description:
The following events were reported in literature: reported events: 51 patients with deep brain stimulation (dbs) for parkinson¿s disease (pd) experienced a wound infection at the site of the device; 23 cases occurred after the initial procedure and 28 occurred after a follow-up procedure. It was unclear if the patients required lead or implantable neurostimulator (ins) revision or removal as the article did not clarify this. 75 patients with dbs for pd required debridement of wound at the site of implanted leads, wires, or generator. 36 of these cases occurred after the initial implant procedure and 39 occurred after a follow-up procedure. It was noted that this could occur with or without removing the device. 1 patient with dbs for pd experienced bacterial meningitis related to the dbs procedure. It was noted that this occurred after the initial implant procedure. 2 patients with dbs for pd experienced encephalitis/myelitis related to the dbs procedure. 1 case occurred after the initial procedure and 1 occurred after a follow-up procedure. 7 patients with dbs for pd experienced a cerebrovascular accident related to a surgery. These cases occurred after the initial procedure. 6 patients with dbs for pd experienced septicemia/sepsis related to a surgery. 4 of these cases occurred after the initial procedure and 2 patients experienced this after a follow-up procedure. 23 patients with dbs for pd experienced seizures related to a surgery. 13 cases occurred after the initial procedure and 10 occurred after a follow-up procedure. Unknown number of patients with dbs for pd were excluded from this study due to dementia. Unknown number of patients with dbs for pd were excluded from this study due to stroke. 20 patients with dbs for pd experienced hallucinations. 11 of these cases occurred after the initial procedure and 9 occurred after a follow-up procedure. 62 patients with dbs for pd experienced delirium. 37 of these cases occurred after the initial procedure and 25 occurred after a follow-up procedure. 40 patients with dbs for pd experienced psychosis. 26 of these cases occurred after the initial procedure and 14 occurred after a follow-up procedure. 55 patients with dbs for pd experienced cognitive impairment/dementia. 24 of these cases occurred after the initial procedure and 31 occurred after a follow-up procedure. 16 patients with dbs for pd experienced intraventricular/intracerebral hemorrhage related to the dbs procedure. 14 of these cases occurred after the initial procedure and 2 occurred after a follow-up procedure. 12 patients with dbs for pd experienced subdural hematoma related to the dbs procedure. 9 of these cases occurred after the initial procedure and 3 occurred after a follow-up procedure. 49 patients with dbs for pd experienced a fall leading to injury or fracture related to the dbs procedure. 22 of these cases occurred after the initial procedure and 27 occurred after a follow-up procedure. 65 patients with dbs for pd experienced urinary tract infection related to a surgery. 46 of these cases occurred after the initial procedure and 19 occurred after a follow-up procedure. There was no specific device information provided.